Event description:
It was reported that patient experienced repeated occlusion alarms. Patient changed infusion set and cartridge, resumed insulin delivery, and was advised to contact support when currently experiencing an occlusion. There was no adverse impact to customer¿s blood glucose level.